Manufacturer narrative:
Gtin: unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
I was in a procedure this morning and product code (B)(4) lot number crmbtl after zeroing started to climb to pressures ranging from 27 to 52 without the product being implanted. The sensor was zeroed correctly then tunneled and then the high icp readings began. We disconnected and reconnected, rezeroed and the increase in icps resumed. They opened another sensor and zeroed it fine and it did the same thing. We switched out the icp express monitor and the erroneous numbers disappeared. The icp express box is being sent to biomed for evaluation. The patient did fine and it did not delay surgery more than 30 minutes. Please send a replacement sensor. I have the (B)(4) explant and would like to know if you would like it returned. (B)(6) 2015: the monitor is being sent to the biomed department and they will make sure it gets out for repair.